Manufacturer narrative:
The air gas module which regulates the inspiratory air flow to the patient was replaced during on site investigation to correct the reported pressure transducer test failure. The replaced part and device logs were returned for investigation. The logs show that the pressure transducer test failure has been occurring intermittently since (B)(6) 2017 and the date of event is updated accordingly. The failure was not reproduced during test of the returned air gas module in a reference ventilator. But it was noticed that measured pressures during pressure transducer test were slightly high but within allowed limits (60 cmh2o ±5 cmh2o). The air gas module failed during test in the manufacturing test system. The failed test cases indicated a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. In this case the feather spring was sticking to the membrane which is considered as the root cause of the reported failure. The nozzle unit shall be changed during the yearly preventive maintenance (pm) or after 5000 hours of operation. The logs show indications of a sticky membrane in the nozzle unit since (B)(6) 2017, meaning that the age of the nozzle unit when the issue started was 5 months, thus the root cause of the stickiness is considered to be early wear of the membrane.

Event description:
(B)(4).

Event description:
It was reported that ventilator failed the pressure transducer test, during self check of the device. There was no patient involvement. (B)(4).